Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported cracked clip introducer flush port. The reported leak during prep could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The flush port was submitted to materials characterization lab for analysis. Based on available information, the leak is a cascading event of the cracked flush port. The most likely root cause of the cracked flush port was determined to be mother nature/environment due to environmental stress cracking (esc) occurring on the luer. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During preparation, a mitraclip ntw was advanced within the steerable guide catheter (sgc) when the clip lost fluid column. Troubleshooting was preformed, the clip was removed from the sgc and re-preped before advancing in the sgc again, unsuccessfully and the clip continued to lose fluid column. The clip was set aside and an additional mitraclip was selected. While examining the mitraclip ntw on the back table it was identified that the clip introducer had a crack, per the physician this was likely the cause of the loss of fluid column. During the procedure, two mitraclips were implanted successfully and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will be returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with the relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During preparation, a mitraclip ntw was advanced within the steerable guide catheter (sgc) when the clip lost fluid column. Troubleshooting was preformed, the clip was removed from the sgc and re-preped before advancing in the sgc again, unsuccessfully and the clip continued to lose fluid column. The clip was set aside and an additional mitraclip was selected. While examining the mitraclip ntw on the back table it was identified that the clip introducer had a crack, per the physician this was likely the cause of the loss of fluid column. During the procedure, two mitraclips were implanted successfully and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.